Manufacturer narrative:
The device was not returned to mmdg for evaluation. No serial number was provided and so a DHR review was unable to be completed. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable malfunction.

Event description:
The initial reporter states that the pump was not alarming when there was air in the line. Mmdg did follow up with the initial reporter but no other information was provided. ((B)(4)).